Event description:
It was reported that sometime after implantation of a vena cava filter, the patient presented to the ER with chest pain. Cardiac catheterization images demonstrated a detached filter limb in the left ventricle. The current patient status is unknown.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A manufacturing review could not be conducted as the investigation lot number is unknown. Unable to perform a sample evaluation as the device was not returned. Images were provided for review. No contrast is visible in the vena cava. A magnified view of a vena cava filter demonstrates six legs and five arms attached to the apex. There is no retrieval hook at the apex. A left ventriculogram demonstrates a thin, wire-like metallic density in the inferior aspect of the left ventricle, although it is unknown what this density represents. Based on the images provided, a detached filter limb can be confirmed. Unable to determine the root cause based upon the available information.